Event description:
The customer reported that pt's sample did not react in the anti-a microtube of mts a/b/d monoclonal and reverse grouping card lot # 012308037-12. Repeat testing using an alternate lot of gel card yielded the same negative results in the anti-a microtube. The sample reacted positive in tube method with anti-a antisera and negative with anti-a1 lectin, indicating the sample was a subgroup of a. Erroneous results were not reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specifications. Additional complaint has been opened for lot# 030808037-07.